Event description:
The therapist reported that he stopped a treatment during the very first imrt field because he did not see the mlc graphic on the 4d console moving appropriate for the treatment. He stopped it at 80 mus into the complete field of 123 mu. The mlcs were reset on the 4d console and the graphic display updated properly. A check was made of the recorded dynamic mlc file of the field as it was just delivered. It did confirm that the mlcs moved appropriately but the demonstrating graphic did not. When the field was reset to complete the field (43mus), the graphic was observed and a digital image was made of the mlcs on the treatment unit. They matched appropriately.